Event description:
Boston scientific crm rec'd information that this right ventricular (rv) lead exhibited increased threshold measurements and decreased sensing measurements. This lead was successfully repositioned and other than the procedure, no adverse pt effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. See scanned page.